Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the f-49 alarm which was identified during functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event f94 alarm was identified during functional testing. The cause of the condition was determined to be a low battery voltage. The battery was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f49 alarm (malfunction in real time clock: abnormal rtc data). It was not specified when in the process this occurred. There was no patient involved. No additional information is available.